Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that there was an 'overload fault' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.